Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The nurse reported that the tube leaked from between the twist sleeve and tubing. The transfer set has been used for three weeks since its connection. There was nothing abnormal related to the leakage confirmed before the incident. The patient involved in the reported incident has been using peritoneal dialysis therapy for two years and eleven months. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp and function testing. All testing passed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.